Event description:
It was reported that when the patient arrived for a clinic visit, a quarter of the implantable cardiac monitor had protruded through the incision outside of the pocket. Erosion and device migration were also reported. The device was explanted by the patient at the bedside while waiting for the physician. An antibiotic flush to the pocket was performed and the patient was treated with intravenous and oral antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).